Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump was received with a cracked case at a display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly. The customer stated that she had taken her blood glucose and went to press the b button to put the value in, and the insulin pump did not proceed. The customer's blood glucose was 347 mg/dl. The customer did not observe any significant events leading to the keypad issues. She stated that the b, act, and esc buttons were all unresponsive. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.